Manufacturer narrative:
Investigation summary: investigation into this event showed that repeat testing of the sample and results from another sample gave comparable results within the normal range. Qc results were acceptable, and no error codes were displayed. Datalogger analysis showed no evidence of instrument malfunction. The root cause of the event is unk.

Event description:
A customer observed a non-repeatable falsely elevated tsh result for a pt sample tested on the eci analyzer. The elevated result was not reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.